Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil failed to advance through the catheter. The target lesion was located in the bronchial artery. A 10mmx30cm interlock was selected for a coil embolization treatment procedure. Continuous flushing was performed. During the procedure, the coil was inserted into an excelsior 1018 2m microcatheter, however, it was noted that the size of the coil did not match. After the physician tried to make the coil helical several times, the coil became unable to advance. The coil was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, product analysis revealed that the coil fiber bundles are below specifications.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. The coil was returned inside the introducer sheath not interlocked with the pusher wire. The coil was found to be stretched and kinked. The pusher wire was found to be kinked at the ss coil region. The pusher wire was also found to be kinked proximally. A microscopic examination revealed no damage on the interlocking arm of the coil and the pusher wire. The number of fiber bundles was below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade microcatheter) with one or two radiopaque (ro) tip markers.' (B)(4).